Manufacturer narrative:
A ge service rep performed and on site investigation. The cathode pins were cleaned and the cable greased. Also, a filament calibration was completed. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a regulator filament error code. No report of pt or staff injury.